Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she experienced high blood glucose and also stated that her insulin pump was broken. The customer¿s blood glucose level at the time of incident was 453 mg/dl. Troubleshooting was performed. Reservoir was not able to lock in place when inserted into pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring,